Event description:
It was reported that the ilet pump¿s sleep/wake button intermittently failed to respond, requiring the patient to use a charging pad to wake the device, and the issue recurred after a temporary resolution following a device restart; a replacement device was arranged. Symptoms included no reported adverse clinical effects and blood glucose remained unaffected. Outcomes included no alerts or alarms of clinical significance, no hospitalization, and continued cgm use via the dexcom app or receiver. Investigation included customer service troubleshooting, confirmation of addresses for replacement logistics, guidance to shut down the device to avoid further alerts, and education regarding data not transferring to the replacement and the need to complete startup. Investigation of this device revealed an intermittent unresponsive interface button consistent with a hardware or user interface malfunction localized to the sleep/wake control, not reproducible at the time of initial contact but recurring later. It was concluded, based on previously established findings for similar reports, that the cause was an intermittent hardware failure of the device¿s sleep/wake button.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of sleep/wake button unresponsive was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.